Manufacturer narrative:
H.6.: investigation summary : customer returned a photos of a 3/10cc syringe. Customer states that the needle hub separated into the shield. The attached photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9210500 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200840071] noted for out of spec shield pull. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no hub inside of the shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #18413 was for raised hubs. A guide was out of adjustment. Corrective action: the guide was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 has been opened to address this issue of hub separates. " bd was able to duplicate or confirm the customer¿s indicated failure. H3 other text : see h.10.

Event description:
It was reported that during use the hub separates from device with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 4 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints): out of the last 6 syringes I tried to use, 4 of them were broken. When I pull the cap off it also pulls off the needle as well. I've had this happen before, once or twice here and there, but this is too much. I don't expect that more than half of my syringes to be broken when I go to use them.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-05-13. H.6. Investigation summary: customer returned (4) loose 3/10cc syringes. All returned syringes exhibited the same condition as shown in the photo. Customer returned (4) loose 3/10cc syringes and a photos of a 3/10cc syringe. Customer states that the needle hub separated into the shield. The syringes and photo was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9210500 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200840071] noted for out of spec shield pull. A visual evaluation of photo found (1) syringe with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There was no hub inside of the shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #18413 was for raised hubs. A guide was out of adjustment. Corrective action: the guide was adjusted. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. CAPA 1122103 has been opened to address this issue of hub separates. " bd was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that during use the hub separates from device with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 4 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints). Out of the last 6 syringes I tried to use, 4 of them were broken. When I pull the cap off it also pulls off the needle as well. I've had this happen before, once or twice here and there, but this is too much. I don't expect that more than half of my syringes to be broken when I go to use them.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9210500, medical device expiration date: 2024-08-31, device manufacture date: 2019-07-29, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the hub separates from device with a bd insulin syringe with bd ultra-fine¿ needle. This occurred on 4 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints) out of the last 6 syringes I tried to use, 4 of them were broken. When I pull the cap off it also pulls off the needle as well. I've had this happen before, once or twice here and there, but this is too much. I don't expect that more than half of my syringes to be broken when I go to use them.